Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The details of the lesion and location are unk. The physician found that the stent strut looked flared on the proximal edge of the stent. The pt status is listed as fine with no complications reported.

Manufacturer narrative:
(B)(4).